Event description:
A health care professional reported that during surgery, they noticed that the implant could not be inserted due to a defect. Additional information has been requested and received stating that, as per the destruction certification, event noted as defect with the haptic.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).